Event description:
Thank you for your attention to the leaking drain bag I called you about. I delayed my return of the bag because a second bag leaked, and I wanted to see if there were more. The two specimen enclosed.